Event description:
It was reported that the fiber snapped during the ureteroscopy procedure. During removal from the working channel, the fiber hit the physician's finger and left a small mark. There were no patient complications.

Event description:
It was reported that the fiber snapped during the ureteroscopy procedure. During removal from the working channel, the fiber hit the physician's finger and left a small mark. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was also assigned to this investigation.